Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).

Event description:
Customer reportedly received the following results on two roche meters, within 10 minutes: hi (>600 mg/dl), hi (>600 mg/dl), and 340 mg/dl (aviva meter system 1), and 130 mg/dl (aviva meter system 2). The same vial of test strips was used to take all 4 readings. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.